Event description:
The facility reported that the surgeon experienced a broken capsule when using the mst soft I/a tip.

Manufacturer narrative:
Upon eval of the device, it was found that the soft silicone sleeve was torn exposing the metal surface and port edge underneath. This type of damage is most often related to poor handling of the device.